Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic stack. The insulin pump was received with missing motor and vibrator motor. The insulin pump was unable to perform the self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test, operating currents and excessive no delivery test due to blank display. The insulin pump was received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, broken battery tube threads, scratched reservoir tube window, cracked display window, scratched case and broken off and missing end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was dropped and the back of the insulin pump came off. The customer's blood glucose was 14.4 mmol/l at the time of incident. The insulin pump will be returned for analysis.